Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient with an implantable pump containing unknown drug for spinal pain indications and fbss leg/back. It was reported that the patient had the pump refilled last week and the refill date did not update on the personal therapy manager (ptm). Company representative verified patient had a refill only with no programming changes. Technical services reviewed how to resolve. Company representative mentioned that he did clear patient data on the ptm because patient had a delay when trying to request a bolus and he thought that was causing the refill date to not update. On 2026-feb-13, additional information was received from the manufacturer representative (rep). The rep was asked the cause of the refill date not updating, actions/interventions taken to resolve and resolution. The rep stated, "this was an issue with patient's ptm. I was able to get the date to reflect appropriately after the call with tech services. They had me do some troubleshooting to get the ptm to match the pump settings. All has been settled at this time."

Event description:
Additional information was received from a company representative reporting that the issue was resolved. It was mentioned that if the refill only is used on a tablet the patient remote does not refresh and show the proper date. The patient had come back in to the clinic so that the representative could add a character to the note section of the tablet. The patient is situated.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the device manufacturer representative indicated that the patient went for pump refill and once againt the refill date on the ptm did not update. The agent advised caller that pump will need to be updated with a change other than pump volume for ptm to recognize the new date. The caller was not with patient at the time of the call.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.